Event description:
Reporter indicated that vns pt was diagnosed with vocal cord paralysis. The pt underwent surgery, at which time the vns therapy system (both lead and generator) was replaced. It was reported that at the time of the surgery, the pt was also scheduled to receive a vocal cord injection. Investigation to date has been unable to determine the cause of the reported event.